Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device is unknown. Lot/serial# not provided.

Event description:
(It was reported that the hospital has had 21 instances of delivery accuracy with slow flow or no flow related to the cadd cassettes some with an alarm and others without. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. Two (2) pictures were received for evaluation. Picture one shows a top view of an extension set without its blue clip and a cassette with blue clip detached. Picture two shows a top view of an extension set without its blue clip and a cassette with blue clip attached. The reported failure mode is not visible. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).